Event description:
The customer reported to olympus, during an unknown therapeutic procedure, the sonosurg curved scissors, hf, pistol grip,5mm x 19cm probe was noted to be broken but was not dropped in the body of the patient. Subsequently, the device was replaced with another one and the procedure was completed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. During evaluation it was observed, the probe was broken at a position 15.5 mm from the tip. When checking for fracture surface, a black discoloration was observed on the probe fracture surface. The cracks spread from the black discolored part. There were no scratches observed around the starting point of the probe rupture. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event. 1. The output was performed while pressing only the tip of the probe strongly against the tissue. Or the output was performed while twisting the scissors while holding the tissue. The probe cracked. 2. A load was applied to the tip of the probe, and the probe broke from the crack. However, the root cause of why the device was not handled according to the device instructions for use (IFU) could not be determined. The following is included in the IFU and may have helped prevent the event: "do not activate ultrasonic output while twisting the insertion section to grasp hard or thick tissues or while turning the rotatable knob. The probe could contact internal parts and become damaged." "Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound." Olympus will continue to monitor field performance for this device.